Manufacturer narrative:
The balloon system was returned for analysis. The balloon guide catheter was found stretched but intact. The guidewire that was used was found to have distal tip stretching damages. Based on the device analysis and reported information, the report of slow deflation was confirmed. It is likely the incorrect positioning of the guidewire and the observed damages contributed to the slow deflation. However, the cause for the damage could not be determined. Per the occlusion balloon system IFU (instructions for use): balloon cannot inflate unless a portion of the distal 10 cm of the guidewire tip is occluding the distal inflation holes of the catheter.¿ there was no evidence of manufacturing defects that relates to the complaint; therefore, manufacturing has been ruled out as a potential cause. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during the preparation the balloon inflated but deflated slowly. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.